Manufacturer narrative:
Product analysis : analysis confirmed customer comment both output connectors are broken. Could not confirm customer comment on broken hanger. Hanger, hanger screw and hanger o-ring are missing. Error on main printed circuit board (pcb) out of specification (electrical). Battery drawer sticks, and lower case. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors were broken, and also the intravenous immunoglobulin (IV) pole hanger was broken on the external pulse generator. The user complained about the design of the epg connectors, and that they break often. The epg was expected to be returned for service. No patient complications have been reported as a result of this event.